Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported via an implant card that the lens was "opened not used lens bent". Additional information has been requested.

Event description:
Additional information was provided indicating that the event occurred during the procedure. There was no patient contact. The procedure was completed with a new iol.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).